Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify the compromised force sensor system alarm due to detached end cap. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert. The blood glucose was 247 mg/dl at the time of the incident. Customer also had trouble with changing infusion set. Customer stated that, when changing infusion set during fill tubing she never gets numbers on the screen and cannot exit. Customer stated that, they are unable to exit the preparing to prime loop. The drive support cap appears normal. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.